Event description:
The pt experienced a loss of therapeutic effect. The implantable neurostimulator stopped twice over a 2 week period without using the pt programmer. The pt presented in clinic. The device was interrogated. Bipolar impedances were greater than 4000 ohms on all combinations involving electrode #3. There were also high impedances on contacts 2 and 4. The hcp believed the stimulation stopped due to the high impedances. The device was reprogrammed to use the case and electrode 1 to produce great stimulation. The magnetic reed switch was disabled.